Manufacturer narrative:
The reported malfunction was discovered during preventive maintenance. The customer placed an order with technical support for a new blender to resolve the issue. Correction - d1 brand name.

Event description:
The customer reported that the fi02 output of the ventilator is not accurate. There was no patient involvement.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.